Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation of the system monitor confirmed the reported event. The touchscreen required re-calibration and the unit now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 01feb2006. The system monitor shipped to the customer on 08may2006. The unit was manufactured on 27jan2006. Power module instructions for use revision a states if the system monitor does not work, call thoratec¿s technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was out of calibration. Repair was requested.